Manufacturer narrative:
The product information could not be obtained. It's not possible to determine the manufacture date without the product information.

Event description:
The customer received a blood glucose reading on the contour meter that was 30-100mg/dl higher than on a different meter. The specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate could not provide product information. Product was not replaced and was not expected to be returned.